Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum burette clave sites 114in ndehp where it was reported that the lower clave y-site separated during infusion. There was patient involvement and patient and unknown patient harm.

Manufacturer narrative:
D9 device returned to manufacturer on 7/22/2025. Received one (1) used. List #142730490, plum 150 ml burette set with one (1) used bag spike adaptor w/ spiros with one (1) attached 10ml syringe with one (1) used needle connected at the end and one (1) used bag spike w/ clave connected to one (1) 100ml bag for inspection. As received, the tubing from the lower y-site outlet was separated. Examination of the bond showed sufficient solvent on the y-site port pocket. The tubing and bond pocket were measured and both were found to be within design specifications. A pull test on an adjacent bond was performed and found to be within design specifications. The reported complaint of lower clave y-site separated can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.